Manufacturer narrative:
Device evaluation the first image is of the protégé rx distal end over a tile background. The distal end of the outer sheath is in contact with the proximal end of the catheter¿s distal tip. Due to the quality and clarity of the image it is not possible to determine if the catheter¿s distal tip is pulled into the distal end of the outer sheath. The second image is of the protégé rx distal end over its transportation tray. The distal end of the outer sheath is in contact with the proximal end of the catheter¿s distal tip. Due to the quality and clarity of the image it is not possible to determine if the catheter¿s distal tip is pulled into the distal end of the outer sheath. The third image is of the protégé rx and its transportation tray loaded into a zippered closure plastic pouch. The distal end of the outer sheath is in contact with the proximal end of the catheter¿s distal tip. Due to the quality and clarity of the image it is not possible to determine if the catheter¿s distal tip is pulled into the distal end of the outer sheath. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a protégé rx during treatment of a plaque lesion in the patient¿s common carotid artery. No damage noted to packaging prior to use. No issues noted when removing the device from the packaging. IFU was followed. Device prepped without issue. The thumbscrew/lock-pin was checked for securement prior to procedure. It is reported deployment issues were noted and the stent partially deployed while in the patient. Difficulties were encountered during removal and the device was removed overall. The device was replaced. No patient injury reported.

Manufacturer narrative:
Additional information: the stent did not partially deploy in the patient. No removal difficulties were noted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.